Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01422. This report is being submitted as additional information. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 5 months. The event occurred at (B)(6) hospital, (B)(6). Device analysis (additional information): the pump was not explanted and therefore was not returned for evaluation. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The patient was found in the car with no vital signs. There were no alarms from the system controller. The patient was transferred to the hospital. The patient had suffered out-of-hospital cardiac arrest (ohca), and no further medical treatment was provided. The system controller was subsequently disconnected. No additional information was provided.